Event description:
It was reported that the pump time and date was incorrect, cause was unknown. There was no adverse impact to the customer¿s blood glucose level. A replacement pump was sent to the customer for customer satisfaction and customer continued to use pump for insulin therapy.